Manufacturer narrative:
(B)(4). Date of event: only event year known: 2023. Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The following information was requested, but unavailable: 1. Could you please provide more details for "did not fire in a straight line"? 2. Were there missing staples from the staple line? 3. If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, ¿stapler fired incorrectly. Did not fire in a straight line. No injuries or adverse event was reported.¿

Manufacturer narrative:
(B)(4). Date sent: 02/17/2023. Additional information was requested, and the following was received: this item is not available for return.